Event description:
Note: this report pertains to one of six devices used during the same procedure. MFR report # 3005099803-2009-04850, 04854. 04855, 04856, and 04858 address the other devices. It was reported to boston scientific corp that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and four return grounding pads were used during a radiofrequency ablation (rfa) procedure of the right kidney. According to the complainant, after the ablation, burns were observed around the adhesive sections of the grounding pads. Three of the four burns were first degree, while the fourth was considered second degree due to a blister developing around the area. The burns were approx. 5x3cm in size and were immediately treated with flamazine cream. The site indicated that appropriate treatment algorithms were followed on each of the two ablation attempts. However, roll-off was only achieved on the second attempt. The ablation was completed and the procedure time totaled approx one hour. The pt's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Reference manufacturer report numbers 3005099803-2009-04850, 3005099803-2009-04854, 3005099803-2009-04855, 3005099803-2009-04856, and 3005099803-2009-04858 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen coaccess electrode system and four return grounding pads were used during a radiofrequency ablation (rfa) procedure of the right kidney (weight is unknown). According to the complainant, after the ablation, burns were observed around the adhesive sections of the grounding pads. Three of the four burns were first degree, while the fourth was considered second degree due to a blister developing around the area. The burns were approximately 5x3cm in size and were immediately treated with flamazine cream. The site indicated that appropriate treatment algorithms were followed on each of the two ablation attempts. However, roll-off was only achieved on the second attempt. The ablation was completed and the procedure time totaled approximately one hour. The patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device was performed. Environmental stress testing, under conditions of high and low temperature, high and low margin (supply) voltage, and short-circuit shutdown, was performed. The generator did not exhibit any malfunction which could account for the event. Furthermore, the device passed all performance criteria of its final test procedure. The condition of the returned incident device showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B) (4).